Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 52 mg/dl. Customers other relevant blood glucose value were 87 mg/dl, 150 mg/dl, 120 mg/dl, 67mg/dl and 145 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer did receive a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.